Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# serial# (B)(4)). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required a pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and an unknown amount of fluid was removed. Additional information was received on the event. A transseptal puncture was performed. The event occurred during the transseptal phase. The patient did not require hospitalization and has fully recovered. There were no error messages observed on biosense webster equipment during the procedure. The physician's opinion regarding the cause of this adverse event is that this is procedure related and not related to biosense webster products.